Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, the clips were delivered "acrossed," and this problem has been met with the 2nd and 4th clips. Another like was used to complete the procedure. No pt consequence reported.